Event description:
The user facility reported that the tubing line adjacent the pump-header section became disconnected during cardio-pulmonary bypass. The perfusionist stated that this was caused by a missing tie-band at the junction of the pump-header section. As a result of this event, the pt reportedly lost approx 800-cc of blood, and both the pt and perfusionist were exposed to potential contamination. The perfusionist reconnected the tubing and secured it with a tie-band. The pt is reported to be all right after receiving a blood transfusion. The perfusionist is being tested for infection due to having a cut on his wrist at the time of this event.